Event description:
Additional information indicates device was explant due to aortic stenosis secondary to calcification. The patient was reported in stable condition. The device was returned for evaluation.

Manufacturer narrative:
(B)(4): x-ray. Device evaluation summary - as received, moderate to heavy calcification was evident in the cusp areas of both leaflet 2 and 3. Leaflet 3 was torn, approximately 3mm, at commissure 1. There was also a hole on the cusp area of leaflet 2. Heavy calcification was noticed at the tear of leaflet 3 and the hole of leaflet 2. Minimal calcification was observed on leaflet 1. Moderate to heavy host tissue overgrowth encroached onto the tissue of leaflet 3 at the outflow aspect and into the orifice at the greatest point by approximately 10mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect of leaflet 1 and 2. Minimal host tissue overgrowth encroached onto the tissues at the inflow aspect. The x-ray demonstrated calcification. Incidental findings: entire sewing ring had been removed and the metal stent was visible on the inflow aspect. These damages are most likely due to explant or implant. Additional manufacturer narrative - the reported stenosis was confirmed as secondary to calcification and pannus formation. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Attempts to obtain device and additional information have been unsuccessful. Without return of the device or additional information the reported explant cannot be investigated a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a device was explanted due to unknown reasons after an implant duration of seven (7) years 11 months. Attempts to obtain additional information and device have been unsuccessful. There were no reported complications.